Event description:
Customer reported unexpected negative results on the echo. A crossmatch resulted as compatible, but should have been incompatible on the echo. The patient had anti-jka and the donor unit was jka+.

Manufacturer narrative:
Instrument images were reviewed; unexpected negative reactions were observed. Asked if donor segments were centrifuged prior to testing; customer stated they were not. Advised the customer that according to the operator manual, donor segments should be centrifuged prior to testing. Advised the customer to repeat testing after centrifuging the donor units. They reported 3+ incompatible results upon repeat testing, after centrifuging donor segments.